Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
¿Peripherally-inserted central venous catheter (PICC) line broke at hub. Lot# 11349417.¿¿registered nurse (rn) and respiratory therapist (rt) got in with the baby to do 1st cares for their shift. They immediately noticed that the PICC line had broken. It almost looked like it had separated from the part that attached to the clave. Infant was not harmed, and I was able to remove the damaged line without any issues. Baby is stable. However, a new line is now required for the baby as a result of this defect. The PICC line and its associated distal IV tubing have been saved and are in the nurse manager¿s possession. The line was secured normally, no undo tension or clamping of the line known. No difficulty noted with placement. Catheter had been in place for 32 days. While catheter broke at hub, the entire catheter was able to be removed from infant. There was no noted bleeding from the site. New PICC placement was required. No deviation from protocol.¿¿what was the original intended procedure?: 1. Left thoracotomy 2. Clip ligation of patent ductus arteriosus¿

Event description:
¿"Peripherally-inserted central venous catheter (PICC) line broke at hub. Lot# 11349417." "Registered nurse (rn) and respiratory therapist (rt) got in with the baby to do 1st cares for their shift. They immediately noticed that the PICC line had broken. It almost looked like it had separated from the part that attached to the clave. Infant was not harmed, and I was able to remove the damaged line without any issues. Baby is stable. However, a new line is now required for the baby as a result of this defect. The PICC line and its associated distal IV tubing have been saved and are in the nurse manager¿s possession. The line was secured normally, no undo tension or clamping of the line known. No difficulty noted with placement. Catheter had been in place for 32 days. While catheter broke at hub, the entire catheter was able to be removed from infant. There was no noted bleeding from the site. New PICC placement was required. No deviation from protocol." "What was the original intended procedure?: left thoracotomy; clip ligation of patent ductus arteriosus."

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection confirmed the catheter hub to be detached just below the strain relief. Under magnification, the detached area exhibited a straight edge as though the catheter had been cut. The most probable cause was determined to be related to an event within the user environment. Possibly, the catheter encountered a sharp object that resulted in the reported issue. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to an event within the user environment and not deemed a manufacturing error, no corrective action will be taken.